Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2016, salmonella enteritis/aortitis infected aortic endograft was identified. On (B)(6) 2016, the device was explanted.